Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient at a follow-up in clinic with non-sustained right ventricular episodes on the implantable cardioverter defibrillator. Upon review, the episodes were due to myopotential oversensing. The myopotentials were not reproducible in clinic. Programming changes were made. The patient was in stable condition.